Manufacturer narrative:
Bec had scheduled a service call for the customer. Prior to a field service engineer (fse) arriving at the customer's site, the customer had rebooted the analyzer. The customer reported that since the reboot, no further issues were observed. As a result, the customer had cancelled the service call. No evaluation of the analyzer was performed by bec. While the reboot appeared to have resolved the issue, a definitive root cause for the event has not been determined.

Event description:
The customer contacted beckman coulter, inc. (Bec) to report an erroneous result for glucose for one (1) patient sample assayed on a synchron cx3 delta clinical system. The erroneous glucose result was not reported outside of the laboratory. There was no impact to patient treatment associated with this event. The customer reported that the patient sample was reassayed for glucose on another analyzer. A normal result was obtained and was reported outside of the laboratory. The customer reported that quality control data for glucose was recovering within the laboratory's established ranges both prior to and after the event. The customer reported experiencing a static electricity discharge when she had touched the analyzer.